Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97755 intellis recharger (s/n (B)(6)) revealed that "no device found" message was shown. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Pt can't charge their spinal stimulator. Pt has tried removing the battery with no help. The charger gets extremely hot. Pt was trying to charge this morning and everything shut down completely without pt being able to do anything. Additional information was received from the pt. Pt called and mentioned they could not charge their ins since friday and entered passive recharge mode, but could only get 0, 0, 0. Pt moved rtm around and still got 0, 0, 0. Pt mentioned the rtm relay box got super hot "like it was burning"(pt denied any physical marks were left on skin). Additional information was received from the patient (pt). They reported that they do not know their recharger sn since they already sent it back. The cause of the charging issue was that they and the charging unit also got really hot. To resolve the issue, pt emailed the company and then called to get a new unit.